Event description:
Boston scientific received information that this right ventricular lead displayed a low, out of range shock impedance measurement. It was noted that the measurement occurred at the same time the patient was having a ventricular tachycardia ablation. Due to this observation, no further testing or trouble-shooting was performed. All subsequent lead measurements were noted to have been normal. The lead remains in service. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequent information indicated that the patient with this device was upgraded to a cardiac resynchronization therapy defibrillator (crt-d). This device was explanted and replaced. The device was returned for analysis. There were no adverse patient effects reported.

Event description:
Additional information has been provided that this is a device specific issue, not a lead issue. The device remains in service.

Manufacturer narrative:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.